Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was done under local anesthesia. It was reported that there was a suspected fistula in the rectum however, the definitive diagnosis is inflammation. The patient also experienced rectal pain. After spaceoar insertion, stereotactic body radiation therapy (sbrt) ((B)(6) irradiation with 40gy/5fr was performed, after that, yellow mucus was constantly discharged for two months it was attributed to the inflammation. Blood test showed two c-reactive proteins (crp), elevated neutrophils, and the inflammatory response persisted, but not enough to suggest an abscess. The subsequent magnetic resonance imaging (MRI) showed that only a small part of gel was leaking into the rectal wall of the needle path. The patient was treated with an antibiotic.